Event description:
It was reported that device detachment occurred. The 3.00 x 10 mm wolverine cutting balloon was selected for use. After being inflated six times at 18, 18, 14, 14, 19, and 12 atm, the device got stuck on the tip of a guide extension catheter. The balloon was inflated and then deflated slowly to try to dislodge. The wolverine was then pulled hard and when it was removed and inspected, it was noted that part of a blade was missing. The procedure was completed using an alternate method. There were no patient complications. It was further reported that the 80-90% stenosed target lesion was located in the severely tortuous and moderately to severely calcified circumflex with multilayered stents and isr. Intravascular ultrasound was used but was not successful in identifying the location of the detached blade. The guide and guide extension catheters were removed and inspected but the missing blade was not found. It is assumed the blade remained inside the patient.

Event description:
It was reported that device detachment occurred. The 3.00 x 10 mm wolverine cutting balloon was selected for use. After being inflated six times at 18, 18, 14, 14, 19, and 12 atm, the device got stuck on the tip of a guide extension catheter. The balloon was inflated and then deflated slowly to try to dislodge. The wolverine was then pulled hard and when it was removed and inspected, it was noted that part of a blade was missing. The procedure was completed using an alternate method. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection revealed no issues with the shaft polymer extrusion, multiple hypotube kinks, and that the proximal section of one of the blades was not returned. A detailed microscopic examination of the balloon noted that it did appear to have been subjected to positive pressure and the balloon material did not appear damaged. Two blades had no damage present, both blades and pads were fully bonded on the balloon. The third pad was fully intact and the distal section of the blade was broken. The break was 1mm in length and was not returned. No issues identified with the tip. A microscopic examination of the proximal and distal markerbands identified no damage. The device was loaded and tracked over a 0.014 guidewire without issue.

Event description:
It was reported that device detachment occurred. The 3.00 x 10 mm wolverine cutting balloon was selected for use. After being inflated six times at 18, 18, 14, 14, 19, and 12 atm, the device got stuck on the tip of a guide extension catheter. The balloon was inflated and then deflated slowly to try to dislodge. The wolverine was then pulled hard and when it was removed and inspected, it was noted that part of a blade was missing. The procedure was completed using an alternate method. There were no patient complications. It was further reported that the 80-90% stenosed target lesion was located in the severely tortuous and moderately to severely calcified circumflex with multilayered stents and isr. Intravascular ultrasound was used but was not successful in identifying the location of the detached blade. The guide and guide extension catheters were removed and inspected but the missing blade was not found. It is assumed the blade remained inside the patient.